Event description:
It was reported that the left ventricular lead exhibited impedance less than 200 ohms and had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis revealed a short circuit in the lead caused by an abraded proximal insulation next to the proximal end of the ring electrode.